Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and no product issues with the incident lot was observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that after use clotting occurs with a bd microtainer® map microtube for automated process k2 edta 1.0 mg. There were 45 occurrences with batch # 9241020, 4 with batch# 9309952, and 6 with batch# 9241022. The date/time and or patient information is unknown. The following information was provided by the initial reporter: it is reported customer is experiencing clotting. Additionally, on (B)(6) 2020 the bd customer provided the following additional information: were all 45 reported occurrences witnessed that day? If not, how many occurrences actually occurred on (B)(6) 2020? (There were 45 occurrences in the nicu for the whole month of (B)(6) 2020.), how many times was the tube inverted? (Unknown), how long after draw did you invert the tubes? (Immediately), what was order of draw? (Cbc only orders), was tube filled between fill marks? (Yes) and it was mentioned that 6 specimens were clotted in (B)(6) 2019. Was this issue reported to bd? (This was used as a baseline to show that we are getting an excessive number of clotted specimens in (B)(6) 2020 even though the nicu census is similar and rn staff is mostly unchanged since (B)(6) 2019. If staff is the same, the collection technique should be unchanged so that leaves the tube as a likely cause of the clotting.).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9241020. Medical device expiration date: 2021-02-28. Device manufacture date: 2019-08-29. Medical device lot #: 9309952. Medical device expiration date: 2021-04-30. Device manufacture date: 2019-11-05. Medical device lot #: 9241022 . Medical device expiration date: 2021-02-28. Device manufacture date: 2019-08-29. " a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use clotting occurs with a bd microtainer® map microtube for automated process k2 edta 1.0 mg. There were 45 occurrences with batch # 9241020, 4 with batch# 9309952, and 6 with batch# 9241022. The date/time and or patient information is unknown. The following information was provided by the initial reporter: it is reported customer is experiencing clotting. Additionally, on 2020-02-18 the bd customer provided the following additional information: were all 45 reported occurrences witnessed that day? If not, how many occurrences actually occurred on (B)(6) /2020? (There were 45 occurrences in the nicu for the whole month of (B)(6) 2020.), how many times was the tube inverted? (Unknown), how long after draw did you invert the tubes? (Immediately), what was order of draw? (Cbc only orders), was tube filled between fill marks? (Yes) and it was mentioned that 6 specimens were clotted in (B)(6) 2019. Was this issue reported to bd? (This was used as a baseline to show that we are getting an excessive number of clotted specimens in (B)(6) of 2020 even though the nicu census is similar and rn staff is mostly unchanged since (B)(6) 2019. If staff is the same, the collection technique should be unchanged so that leaves the tube as a likely cause of the clotting.).